Event description:
It was reported the pt's device was in a power on reset (por) condition. No symptoms or outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).